Event description:
It was reported that a patient underwent a sling procedure. On the second postoperative day, the patient presented to the hospital complaining of severe abdominal pain and swelling and dysuria. A CT scan revealed extensive cellulitis and possible necrotizing fasciitis and fournier's gangrene. The patient was transferred by helicopter to a larger hospital for a higher level of care. The patient then had the sling surgically excised, and had her vaginal wall surgically repaired. The excision procedure revealed that a portion of the sling had perforated her bladder. She required extensive surgery to repair the injuries to her vagina and bladder caused by placement of the sling. The patient continues to suffer from pain and incontinence, infection, erosion, and exposure. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010; due to sui. It was reported that the patient experienced pain, erosion, infection, urinary problems, recurrence, vaginal scarring. It was reported that the patient underwent several procedures - mesh removal, vaginal wall repair, and bladder repair on these dates: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, 08/26/2010, and (B)(6) 2011. It was reported that the patient underwent mesh removal on (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.